Event description:
Per the clinic, the patient experienced poor device performance and uncomfortable continuous background noise with the device since initial activation. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026 and the patient was reimplanted with another cochlear device during the same surgery.